Event description:
The customer states that the internal barcode reader of the cell-dyn sapphire analyzer is misreading sample barcode labels intermittently throughout the day. The customer states that no patient results have been reported under an incorrect identification number. The customer gave one example of a sample identification number of (B)(6) that was read as (B)(6). The customer requested a service call. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4). Device operates differently than expected (B)(4).

Manufacturer narrative:
The customer returned the barcode reader, data, and barcode labels in question that were used with the cell-dyn sapphire analyzer. The submitted data was unable to provide any useful information because the entries in question were not in the submitted log. The returned barcode reader was tested with results compared to a reference barcode reader. Both readers correctly read all reference barcode labels. The actual barcode labels submitted from the customer site were tested and found not to meet cell-dyn sapphire operations manual specifications. Their height of 9.7 mm was less than the specification height of 12.7 mm and the label quiet zone of 4.5 mm was less than the specification of 5.0 mm. Out of specification barcodes may cause occasional misreads. An abbott field service engineer visited the customer site and replaced the barcode reader. Since the replacement, the customer reports having no further misread episodes. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn sapphire system operators manual, rev. A. L/n 08h10-01, contains information to address the customer's current issue. The results of the current evaluation concluded that the complaint incident is not a product deficiency, no malfunction, and there is no further action to be taken.